Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported right side deflation against the device. Device remains implanted.

Event description:
Patient reported right side deflation against the device. Patient additionally reported capsular contracture baker grade unknown, anxiety due to the patient¿s concern with the product, silent heart attack, lesions and white matter on brain, "parkinsonism" soreness, "feels like walking on a trampoline, and bounce when walking." Device remains implanted.